Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall the date and time the alleged issue first began. The patient reported that on (B)(6) 2018, in the morning, he obtained an alleged high blood glucose result of ¿134mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with oral medications, diet and exercise and denied making any change to his usual diabetes management routine in response to the alleged product issue. On an unspecified time after the alleged product issue began the patient stated that he developed symptoms of ¿lightheaded, very weak and sweating¿. The patient denied that he received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.